Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that during troubleshooting for motor error alarm, a no delivery alarm was received priming. Customer's blood glucose was 102 mg/dl. During troubleshooting for no delivery alarm, customer customer was able to resolve no delivery with reservoir change.